Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 28 mg/dl at the time of the event. The customer's wife stated that the customer fell and broke his neck, ear bone, and jaw as a result of the hypoglycemia. Troubleshooting was performed. The insluin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. The displacement failed. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.